Manufacturer narrative:
On 27 june 2016 it was prepared a final report with the information already submitted in the initial report. On 30 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 27 april 2016. Lot 155990: (B)(4) items manufactured and released on 22 february 2016. Expiration date: 2021-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw, flat head ø 6,5 l 25; code 01.32.6525; lot. 115664 (k103721) (B)(4) items manufactured and released on 06 april 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw, flat head ø 6,5 l 25; 01.32.6525; lot. 150700 (k103721) (B)(4) items manufactured and released on 20 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 28 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: few days after primary tha the cup mobilized. The x-ray provided only represents the mobilized cup, there is no post-primary image available. Being one projection only, it is difficult to make an assumption of the actual location of the cup. Press fit cups, and the mpact cementless cup, have normally very good initial stability, provided the preparation of the natural cavity has been done properly and the position is adequate. The root cause for this failure cannot be established with the available information.

Event description:
The patient came in complaining of pain due to the loosening of the cup. The surgeon revised 2 screws, cup, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.